Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a prior inflatable penile prosthesis (ipp) that was removed due to infection. The information about the procedure is unknown. A new device was implanted in a following procedure with a good result. The patient is expected to fully recover.